Event description:
A malfunction was reported with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with information on how to reset the pump, assisted in the reset process, and instructed the customer to continue using the pump while advising them to call back if the malfunction code reappears. The customer acknowledged and understood the guidance provided.